Event description:
It was reported that the "pump has not been doing well for the past 1.5 years". The patient stated "they never pull out what they are supposed to pull out"; the pump moves around and there has been significant weight loss. Additionally, the patient stated that they had 3-4 strokes in the last month. Additional information has been requested, a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).